Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was still implanted. No defect, deficiency, or malfunction of the direct j tube was described by the reporter. Stomatitis is a known complication of a tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On unknown date in (B)(6) 2017, patient underwent procedure for direct percutaneous endoscopic jejunostomy placement. On (B)(6) 2017 the patient was treated in the emergency room for abdominal pain. The patient had redness around the insertion site and was placed on an unknown antibiotic. The tube remains in place.

Manufacturer narrative:
(B)(4). Additional information added to describe event or problem and implant date.

Event description:
Additional information received on 26 jan 2017: on 23-jan-2017, the patient went to the emergency room for abdominal pain and was treated with oral keflex. On (B)(6) 2017, the patient was admitted to the hospital with cellulitis at the stoma site and was treated with intravenous antibiotics of zosyn and vancomycin. On (B)(6) 2017, the patient was discharged from the hospital and began duopa therapy.